Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
The customer reports that they have the volume turned up to 10 on the mx40, but can barely hear any sound coming from the device; the unit does not have the speaker malfunction error, the sound is just very faint. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
Statement of the reported problem: this report is based on information provided by philips response service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tele mx40, 1.4 ghz, ECG and sp02, ex indicating that the volume is faint despite being turned to the highest volume selection of 10. The customer states that an error message indicating an audio error was not displayed. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. Functional testing/service repair/technical investigation: the following functional tests were performed: the customer sent the device to philips bench for repairs. The philips bench technician was unable to test the speaker in the device as a result of the condition of the device. The display bezel was scratched, contained bubbles, and was delaminated. The connection pins 14-19 were corroded. The display was white as a result of a failed system board. The philips bench technician was able to confirm that the speaker was working and has audible sound by testing it utilizing that mt56060 tool. Confirmation: based on the information available and the testing conducted, the cause of the reported problem, faint audio, was device damage and the failed system board. The philips bench technician confirmed that the device speaker is working. Further action decision: based on the information available and results of additional analysis, no further action is necessary at this time. Risk analysis: a review of the risk management file was performed and the issue was determined to be a reportable event as in the presence of life-threatening events when no sound is audible, serious injury and/or death can occur. Trending statement: the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Closure & product disposition: the device was operational and returned to the customer after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.